Event description:
It was reported by the customer that the insulin pump display screen was cracked on the inside. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a broken off and detached end cap, a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, a broken off and detached end cap, a cracked case at the display window corners and minor scratches on the display window.